Event description:
During right knee arthroscopic surgery, metal shards were noted on video screen picture of right knee, after physician used arthroscopic shaver. Knee compartments were irrigated as usual. Related shaver & abrader tips were examined and appear to have shed metal skin along the length of the interior revolving component.